Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Return of the device has been requested. Should the product be returned, a follow-up report will be submitted. The device history review and investigation are still in progress, once the review and investigation is complete a supplemental report will be submitted.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information available, the failed repair was likely due to the patient¿s native valve as the valve was replaced. Medtronic will continue to monitor for similar incidences.

Event description:
Medtronic received information that during the implant of this annuloplasty ring, after the ring was placed, it was determined that the mitral regurgurgitation was not resolved. The ring was explanted and another bioprosthetic valve was successfully implanted with no patient injury or consequence. Return has been requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.